Event description:
A product issue has been reported with our sequencer product. In the abundance of caution this issue is being reported. Virtual wedges planned in masterplan version 3.1 are not visible in the treatment field of lantis (version 6.1.h4). The rtp-field of master plan contains the record for virtual wedges. Lantis-imports without an error, report the treatment field without record for accessory/wedge. There was no injury reported. Risk analysis is pending. Corrective action is pending.